Event description:
Int'l affiliate received a customer report on an elastomeric device involved in an overinfusion incident during patient use. The customer reported to customer service that an infusor was hooked up by a nurse to a patient at 12:30 pm in 2007. The patient went home. The following day, the patient reported that the infusor was empty. The pump dispensed over 28 hours; normal duration would be 46 hours. The infusor was used to dispense fluorouracil. There was no report of patient injury or medical intervention.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation will be provided in a follow up report. A batch review has been conducted on lot number 06h013 which revealed that the lot passed all release criteria.additional information has been requested from the reporting facility. A follow up report will be submitted should pertinent information be made available.